Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged inaccuracy began approximately 4 months ago. The patient claimed that on an unknown date/time, she obtained an alleged high blood glucose reading "269mg/dl", with the subject meter. She then compared this result with another meter that gave a reading of "199mg/dl". All results were taken within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported she manages her diabetes with insulin (sliding scale). She stated that she made no changes to her routine due to the product issue. The patient reported that she became "shaky" after the product issue. The patient reported that during doctor office visits in february through (B)(6) 2011, she received food/drink assisted by an hcp as a result of the issue. During troubleshooting, the cca confirmed that the patient was using proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and (per owner's booklet) the blood glucose results were from the approved sample site. The patient did not have control solution to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.